Manufacturer narrative:
Evaluation results: evaluation of the returned product confirmed the reported issue. The unit powers up, but has no voice when the voice or voice & tone modes are selected, a clicking sound can be heard. The unit battery door is missing. There is a brown residue on the on/off switch and as a result is difficult to use. All of the pins inside the sensor and the 9v adapter receptacle have corrosion. Note: the instructions for use states: batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. (B)(4).

Event description:
Customer reported that a clicking sound can be heard while the alarm is monitoring. Batteries have been replaced with a new supply and no physical damage was reported. The issue was discovered during setup, but the date is unknown. No patient incident or injury was reported.